Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue and reported the system perform as intended while testing. No further relevant issues reported.

Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon was actively navigating inside the patients head when the surgeon alleged the navigation system was 2 centimeters inaccurate. The surgeon completed the procedure with the use of the navigation system. There was not reported delay due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Further review of the software investigation was completed but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Suspect fiducial placement is not optimal since the forehead fiducial is placed on a flexible part of the patient's skin and would suggest more posterior fiducial placement.

Manufacturer narrative:
An archive of the exam and registration used for this surgery was evaluated by the manufacturer. The exam was not to protocol the slice spacing was 0.45 and the thickness was 0.9. This is overlap and not recommended in the navigation imaging protocol. Touch n go registration technique was used. The fiducials were placed asymmetrically as is recommended. They used 9 fiducials, the spheres of accuracy are around the front of the head rather than the back. It was recommended to advise the site to place more fiducials on the side and the back of the head for spheres of accuracy to cover the whole head. However, the site/surgeon did not wish to discuss this. The root cause of the inaccuracy could not be determined with the information available. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Instructions for use which accompany this device provide guidance for proper imaging and registration. Imaging protocols document contains guidance and requirements to all scans taken for the cranial, dbs, spine, and ent applications for proper imaging. Synergy cranial optical pocket guide provides guidance and recommended pattern for touch-n-go registration.